Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display after changing the battery. She did not recall the blood glucose reading. The insulin pump had not been dropped or bumped, or exposed to moisture, and showed not signs of physical damage. The battery cap contacts were noted as damaged, and the battery cap was replaced. The customer was advised to revert to a back up plan per a health care professional's instruction until the new battery cap arrived. The insulin pump was not replaced or returned for analysis.